Event description:
Healthcare professional reported for right side "rupture", "mild ductal ectasia", "lobular contours with scarce amount of peri-implant fluid", "bilateral axillary ganglia, benign appearance, one with an inflammatory aspect being observed in the right axillary region". The device has been explanted. Patient reported "pain", "breast larger in size".

Event description:
Healthcare professional reported for right side "rupture", "mild ductal ectasia", "lobular contours with scarce amount of peri-implant fluid", "bilateral axillary ganglia, benign appearance, one with an inflammatory aspect being observed in the right axillary region". The device has been explanted. Patient reported "pain", "breast larger in size".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported for right side "rupture", "mild ductal ectasia", "lobular contours with scarce amount of peri-implant fluid", "bilateral axillary ganglia, benign appearance, one with an inflammatory aspect being observed in the right axillary region". The device remains implanted.